Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported when a patient presented a merlin transmission, multiple episodes of non-sustained right ventricular oversensing was observed and appeared to be oversensing myopotentials. The low frequency attenuation filter was turned off and the device sensitivity settings were programmed. The patient condition is fine.

Event description:
New information received states a remote merlin transmission revealed more instances of non-sustained right ventricular oversensing. There was possible electromagnetic interference oversensing. The patient presented to the clinic and no noise was reproducible through provocative testing. The physician decoupled the pacemaker sensitivity and changed the pace/sense portion setting. The patient will be assessed remotely.